Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device power entry module has burns marks behind the access port inside. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to be unable to power on using ac or dc power. Internal inspection isolated the failure to the power entry module. The "line" wire is shorted to the power entry module case. The failure caused scorch marks and prevented the unit from powering on. A service history record review reveals that this unit was in the field for over four (4) years with no previous issues related to this reported event.

Event description:
The customer reported the device power entry module has burns marks behind the access port inside. No patient impact or consequences were reported.